Event description:
During a call with baxter customer services on (B)(6) 2012, the following was reported. On (B)(6) 2012, the patient was diagnosed with peritonitis. Treatment was not reported. During a follow up call to the facility on (B)(6) 2012. The nurse clarified that the event was related to a break in aseptic technique as the patient reported he did not wear his mask during therapy. The event of peritonitis was unrelated to the solution, device or disposable products. The patient has been retrained. The peritonitis event has resolved.

Manufacturer narrative:
(B)(4). A batch review was not performed as the product code and lot number were not identified. The problem was confirmed related to use error - breach in aseptic technique, however, the assignable cause could not be determined. The labeling was determined to be adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed.